Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the renasys go pump failed out of patient and displayed an error message. Patient outcome and how the procedure was finished are unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6; the device, used in treatment, has been returned and evaluated, visual inspection reported no fault found, functional evaluation revealed there was "device failed- please return" error message when turned on, device operation failed to go past the error message. Establishing a relationship between the device and the reported event. The root cause identified as a failed control board, due to depleted battery, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.